Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer was hospitalized on (B)(6) 2016 with a blood glucose level of 457 mg/dl. Customer's blood glucose would not go down with the insulin pump. Caller stated that they are still running tests. Customer is still on the pump and was wearing the pump at the time of the hospitalization. Caller stated that the drive support cap appears normal. Customer's current blood glucose is 326 mg/dl. Customer treated with insulin syringes. Customer also reported having symptoms such as nausea due to his high blood glucose. Caller was advised to do a complete set change and to treat with a back-up plan as soon as possible.